Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a crack on the battery side. The blood glucose reading was 5.2 mmol/l. The customer stated that the battery cap was damaged due to wear and tear. Confirmed that the device had not been dropped nor bumped. Advised discontinuation and replacement of the insulin pump. The customer did not agree to return the device. Nothing further reported.